Manufacturer narrative:
No product was returned for evaluation. The ilet logs were reviewed by beta bionics failure investigation department. No evidence of device malfunction was found in the engineering logs. Device data confirmed the cgm sensor expired on the evening prior to the reported event date and the ilet appropriately entered bg-run mode. The ilet was behaving as intended and can be seen reacting appropriately to entered bg-values. The ilet was appropriately triggering device-related alerts until cgm connectivity was re-established. No product performance issues were identified. If the product is received at a later date, the complaint will be reopened and investigated accordingly. No anomalies were observed. The device history record (DHR) review was completed, and this device passed all manufacturing release criteria for distribution. There were no issues identified that would have impacted this event. Based on case notes and device data, the ilet operated as intended within the limits of bg-run mode. This hyperglycemic event was caused by the user failing to replace the cgm sensor or enter the required fingerstick bg measurements during bg-run mode.

Event description:
On 8/19/24 an ilet user's mother reported the user experienced a high blood glucose (bg) event resulting in a visit to the ER. The event occurred on 8/19/24. The user's mother reported that the user's bg levels were over 400 mg/dl since 9 am that morning. The ilet displayed a message to "connect cgm or enter bg," which was due to the cgm being disconnected while the user was in an area with no cell phone service. The beta bionics customer care agent assisted in re-pairing the cgm, but the user's mother decided to take them to the ER because they were out of insulin and uncomfortable with the high bg levels. At the ER, the user was put on an insulin drip, and their bg levels were monitored for a few hours before returning to range. The user experienced headaches and chills during the event. The user is now back on the ilet and functioning normally.